Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low blood glucose, with a cgm nadir of 66 mg/dl and a confirmatory glucometer reading of 75 mg/dl, after earlier disconnecting from the pump for approximately 90 minutes; the user treated with oral carbohydrates including orange juice and later whole oranges, and subsequently reconnected to the pump, with the current low again at 66 mg/dl and treated with 6 oz of juice. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information with no findings available, and no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.